Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this cardiac resynchronization therapy defibrillator (crt-d), accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after the second anti-tachycardia pacing (atp) was applied, the patient exhibited a syncope episode, a cardiac arrest, and low amplitude. The device then delivered five shocks that were unsuccessful. The sixth shock successfully converted the rhythm. Technical services (ts) indicated vt/vf settings may be considered for programming optimization. No additional adverse patient effects were reported. This device system remains in service.